Event description:
It was reported that the device alarms lec 1720 during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. Error code 1720 was confirmed multiple times in the event log. A visual inspection and functional test were performed, and the reported failure was not replicated. The backup capacitor will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.